Event description:
Supplement report being submitted due to the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
PMA 510k #p200023. Device evaluation the zilver vena venous self expanding stent device of rpn and lot number unknown involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. It was raised from literature paper hügel 2023 and capture the complaint of a stent fracture ¿ possibly occurring in switzerland. It is related to the following files- (B)(4) (emdr 3001845648-2023-00446)- hügel 2023 - ¿stent occlusion¿ (switzerland). (B)(4) - hügel 2023 - ¿stent occlusion¿ (iran). (B)(4) - hügel 2023 - ¿stent fracture¿ (iran). (B)(4) (emdr 3001845648-2023-00585) - user error(switzerland). (B)(4) (emdr 3001845648-2023-00587)- user error (iran). Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown IFU/label review: it should be noted that instructions for use (ifu0047), lists stent strut fracture as a potential adverse event relating to the device there is no evidence to suggest that the customer did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to stent fatigue. The exact location of the fractured stent is not known. It is possible that the stent coursed under a ligament in the anatomy or was placed at a joint (e.g. Knee joint or hip joint) contributing to stress and fatigue from joint flexion/movement. As the patient withdrew from the study, it is not possible to find out the exact location or what type of stent fracture occurred. Should more detail regarding this fracture become available in the future, the file can be re-assessed and updated accordingly. As previously mentioned, stent strut fracture is listed as a potential adverse event relating to the device in the IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony summary: according to the initial reporter, this complaint arose from literature paper hügel 2023 zilver vena, ¿criteria to predict midterm outcome after stenting of chronic iliac vein obstructions (promise trial).¿ they retrospectively analyzed a series of prospectively enrolled, consecutive patients who underwent venous stent placement for chronic vein obstructions due to pto or nivls at the division of angiology, university hospital of bern, switzerland, between january 1, 2008, and july 1, 2020. One stent fracture was observed; however, this patient was excluded from the trial after withdrawal of consent. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, there was no adverse effects reported as occurring to the patient. Investigation findings conclude that a definitive root cause could not be established. A possible root cause was attributed to stent fatigue and possible stress being placed on the stent causing it to weaken and fracture. As previously mentioned, stent strut fracture is listed as a potential adverse event relating to the device in the IFU. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Hügel 2023, zilver vena, ¿criteria to predict midterm outcome after stenting of chronic iliac vein obstructions (promise trial).¿ we retrospectively analysed a series of prospectively enrolled, consecutive patients who underwent venous stent placement for chronic vein obstructions due to pto or nivls at the division of angiology, university hospital of bern, switzerland, between january 1, 2008, and july 1, 2020. Stenting procedure: in patients with nivls, endovenous stent implantation was undertaken using intravenous remifentanil for analgesia and propofol for light sedation. In view of higher pain levels, associated with dilatation of post-thrombotic changes, stenting for pto was treated under general anaesthesia. After ultrasound guided access had been established via popliteal or femoral veins using 10f sheaths, biplane venograms were obtained by digital subtraction angiography with a frame rate of two images per second. Subsequently, crossing of venous lesions was attempted with stiff, angled 0.035-inch hydrophilic wires (terumo corporation) or with 0.018-inch wires (astato 30; asahi-intec). The following stents were used depending on the target lesion location: (1) in the common iliac vein, sinus xl stent (optimed), venovo venous stent (bard medical), sinus obliquus stent (optimed), and vici venous stent (boston scientific); (2) in the external iliac vein or cfv, sinus xl flex stent (optimed) or zilver vena stent (cook); and (3) for extension into the dfv or fv, sinus superflex stent (optimed). Post dilatation was per-formed to achieve complete stent expansion and satisfactory alignment. Subsequently, a venogram was obtained to confirm stent patency, adequate adaption to the vessel wall, and coverage of the entire lesion. Patients received 5000 iu of unfractionated heparin intra-procedurally with repeated administration every 2 hours. All procedures were performed by interventionalists with several years of experience. We ensured complete coverage of post-thrombotic venous segments in the iliofemoral veins, while avoiding jailing of the contralateral side by using the sinus obliquus stent (optimed) in common iliac veins. Anticoagulation was initiated after completion of the procedure using full-dose low-molecular-weight heparin for 24 hours, followed by vitamin k antagonists or direct oral anticoagulants. The choice of specific anticoagulant was at the discretion of the inter-ventionalist. Oral anticoagulation was continued for a minimum of 6 months in patients with nivls and for at least 12 months or indefinitely in patients with post-thrombotic lesions. Compression therapy in use was continued after the intervention. Requirement for long-term compression therapy was determined during follow-up visits. One stent fracture was observed; however, this patient was excluded from the trial after withdrawal of consent. Patient outcome: no adverse effects reported as occurring to the patient.

Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.